Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's luer lock connection between the cartridge and infusion set tubing was leaking. Blood glucose level was 349mg/dl. An infusion set tubing change was performed resolving the issue.